Event description:
Information was received from a patient regarding an external device. The reason for call was caller stated that yesterday they were driving and turned their stimulation off. Caller stated when they got back home they tried to turn the stimulation back on, but the communicator was dead and wouldn't charge. Caller added that the battery light flashes orange, but it won't flash green when the charging cord is plugged in. Caller stated they think that the issue is the connector of the communicator because when the cord is plugged in it feels loose. Caller stated the cord is completely intact. The issue was not resolved. A replacement communicator was sent out. Caller mentioned they are in a lot of pain because the stimulator was turned off; agent reviewed turning stimulation on with the recharger app. Caller noted that they turn their intensity level all the way down when they turn their stimulation off because one time when they turned it back on it shocked them real bad, so now they turn it up gradually. Caller stated if they were to turn the stimulation on right now it wouldn't help because the settings are set so low.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.